Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noisy signals, diaphragmatic oversensing, and high, out of range shocking impedance measurements (>125 ohms). Defibrillation threshold (dft) testing was performed to verify the integrity of the system, which produced shock impedance measurements of 115 ohms. At this time, there is no further planned intervention. The patient will continue to be monitored. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Review of the memory log confirms that the device had high shock impedance measurements while implanted. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that a revision procedure was performed where upon removal of the right ventricular (rv) lead, calcification was determined to be the cause of the previously reported issues. It was noted that the gore was completely encased in calcium. The rv lead was successfully explanted and replaced. The implantable cardioverter defibrillator (ICD) was also electively explanted during the procedure. No additional adverse patient effects were reported.